Event description:
Additional information was received from the manufacturer representative (rep) reporting that the this case was not a problem, but a simple over-discharge state due to not charging. The ins was revived when it was charged. No further actions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's. It was reported that the patient's condition was good for a while, so stimulation was turned off for about a year. The patient's condition became poor, so the switch was turned on but the program disappeared. The power became 0. The controller was charged and it reached 90%, then switched to charging the stimulator and it displayed very well, but after charging for nearly two hours the battery level remained at the red triangle mark and did not increase. The remaining charge level of the controller has decreased to 70%. The environmental, external, and patient factors that may have caused the event were that it was not charged for about 1 year. They were undergoing dbs (deep brain stimulation) and scs (spinal cord stimulation) treatment for parkinson's. This time, they inquired about the 97715 ins. Induced the reset operation and asked to charge the stimulator again. It took time to load the stimulator, but it was confirmed that charging started very well. It was unknown if the issue was resolved at the time of the report. The patient outcome was reported to be health damage. The patient injury details were that about 1 year has passed since the stimulation was turned off; recently, the number of cases of falling has increased.